Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm greater than 7 cm in size. The aortic neck was 35 mm in diameter with slight anterior angulation. Vessel morphology was not reported. It was reported that the physician intended to implant a talent bifurcated stent graft, followed by a talent thoracic cuff, because of the large-sized aortic neck. The contralateral gate of the bifurcated stent graft was pinched due to a shelf in the aneurysm sac, and consequently there was difficulty cannulating the gate; numerous wires and catheters were tried without success. As the gate could not be opened, the physician decided to convert the pt to an aui (aorto-uni-iliac) configuration with a femoral-femoral bypass. A talent converter, talent occluder, and a talent thoracic stent graft were placed and ballooned without issues. However, at the end of the case, there was a combination of a type I and a type IV endoleak at the overlap area of the converter and talent thoracic stent graft. A reliant was then used to balloon the area, and the endoleak lessened but did not completely resolve. No further intervention was done at the time; the pt had rec'd a large amount of heparin during the case, and it was thought that the endoleak would resolve once the heparin wore off. The endoleak was reported to have resolved without any intervention by the time of the 30 day CT f/u. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): results: (endoleak), (large aortic neck; shelf in the aneurysm sac), (implantation of the device in an aortic neck greater than 32 mm in diameter).